Manufacturer narrative:
This follow-up report is being filed to relay the report is a duplicate of 1825034-2014-03120.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "early or late postoperative, infection, and allergic reaction." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a right partial knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2014 due to infection. The tibial bearing was removed and replaced.